Manufacturer narrative:
(B)(4). No device evaluation performed, customer refused service. (B)(4) - inconclusive, no device evaluation performed. No further investigation into this issue was possible, as the customer declined an on-site visit due to cost-related issues. On (B)(4) 2009, abbott diagnostics customer service and support sent the customer a risk letter for service refusal. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, pages 10-9 through 10-10, provides basic troubleshooting information for problem identification, isolation, and corrective action. Typically, hardware and computer related issues are addressed by assistance of an authorized abbott service representative. Corrective action involves taking appropriate action to correct the problem. A review of complaints for the period of (B)(6) 2008 through b)(6) 2009, did not indicate any adverse trend for the cell-dyn 1700 in regards to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 1700 in regards to the reported issue. There was no systemic issue for the cell-dyn 1700 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they heard a "popping" noise and saw smoke coming from the cell-dyn 1700 monitor. The customer unplugged the instrument and no further smoke was observed. No injury was reported.